Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of repeated alarms (unspecified) during the patient¿s treatment. A review of the patient¿s treatment records identified that the patient drained 4532 ml during drain 1 of their treatment. This drain volume is 197% the patient's fill volume of 2301 ml. The patient reported to be feeling full, however without discomfort. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however to date not provided.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of repeated alarms (unspecified) during the patient¿s treatment. A review of the patient¿s treatment records identified that the patient drained 4532 ml during drain 1 of their treatment. This drain volume is 197% the patient's fill volume of 2301 ml. The patient reported to be feeling full, however without discomfort. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn reported that there were no changes in the patient's health status as it relates to the reported event. The patient was able to complete treatment using manual exchanges until the replacement was received. The patient has received their new cycler and continued with their therapy. Per the pdrn, there was no effect on outcome with the patient's current status as it related to the reported event. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there were indications of dried fluid inside the cassette compartment, there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for. There were no fluid leaks in the test cassette during the treatment test. The ¿go/ no go gauge¿ check failed in left side (display side), front corner check. Load cell verification testing was performed with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly; however, the cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.